Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear; however, polyethylene wear after approx. Seventeen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.